Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the patient fell in the hospital ward. Upon interrogation, the ventricular lead exhibited loss of capture and low impedance. The lead was explanted and replaced.